Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a battery enclosure was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect enclosure has not been received by manufacturer for evaluation

Event description:
A medtronic representative reported while outside of procedure a individual battery error on imaging system. There was no patient present at the time of issue.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the enclosure was tested and it passed all tests. No fault found. It was noted that one of the chassis corner was bent and dust was present inside the part.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.